Event description:
It was reported that the patient stopped using the spinal cord stimulator (scs) device as it was not providing adequate pain relief since implant. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned as it was discarded by the medical facility.